Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that there was a crack in the insulin pump and the customer received a no delivery alarm. The customer's blood glucose was 388 mg/dl and she treated with a shot. Troubleshooting could not be performed as the customer stated the insulin pump would no longer turn on; she had replaced the battery twice, the screen was black and it would flash. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).